Event description:
An optician reports a male developed a corneal infection following use of this product. He began use of the product may 2007 and was dissatisfied for a reason unknown to the reporter, however, he continued use of the product. He sought treatment from an ophthalmologist due to discomfort. The ophthalmologist diagnosed infection of the cornea. Lens wear was discontinued and the patient received pharmaceutical treatment unspecified to the reporter. The ophthalmologist indicates the cause of the event was improper accommodation of the lenses.

Manufacturer narrative:
The product evaluation is in progress. No conclusions can be drawn at this time.